Manufacturer narrative:
Unit received with blank display. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple battery replacement unit persisted on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump software due to blank display. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. Battery tube connector plugged in properly to j7/pcba 1 and no moisture damage on the electronics assembly. During visual inspection under microscope a crack was found on the u6 chip causing the blank display. It was determined the cause of the blank display was pcba2. Isolate to pcba2. Unit was received with scratched case and label damage (stained). In conclusion, customer concern with blank display was confirmed due to a cracked on u6 chip. Unable to confirm frozen screen due to blank display. Unable to download history files and traces due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer observed a blank display on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was performed and it was noticed that the customer was calling back after installing a new battery and monitored the pump for 2 hours and frozen display recurred. It was noticed that the customer would discontinue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.